Event description:
It was reported that an iabp may require maintenance message appear on cardiosave intra aortic balloon pump (iabp). There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1(initial reporter, telephone and email), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 complete initial reporter name- (B)(6). A getinge field service engineer (fse) stated that a functional check was performed and the front end board was replaced. Functional check and test passed.